Manufacturer narrative:
This report is being submitted retrospectively as part of internal process improvement actions initiated at walkmed.

Event description:
It was reported that the pump was programmed to deliver 20.8ml/hr instead of desired rate of 2.08ml/hr. Antidote of 5fu was used and the patient was reported as doing fine.